Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was admitted for anemia and diuresis for acute diastolic heart failure. The device was interrogated and found episodes of ventricular tachycardia (vt) with appropriate device function. The patient had worsening chronic pulmonary disease and oxygen needs were increased. The patient was discharged to home with hospice care for palliative measures however the cause of death was not known. The device system was noted as being unrelated to the patient's death and device interrogations noted normal function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported by the spouse "the patient was very weak prior to implant of a valve and implant of an implantable pulse generator (ipg) and leads; however, it was decided to move forward with the procedure and the spouse thinks this may have caused the patient's death. Further, the spouse stated the ipg never functioned correctly." The cause of death was pulmonary myopathy.